Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Surgeon reported that the patient was reimplanted due to device malfunction.

Manufacturer narrative:
Conclusion: device investigation reveals damage to the conductive link and floating mass transducer (fmt), which is most likely attributable to the explantation surgery. The patient report states that the reason for the device explantation was a broken conductive link. Despite several inquiries, no further information has been received with regards to the circumstances which led to the device explantation or to the reported broken conductive link. A device explantation report is not available. The device has been received incomplete for investigation (a section of the conductive link is missing). A root cause for the reported problem remains therefore unknown. This is a final report.

Event description:
The surgeon reported that the patient was re-implanted due to device malfunction. Additional information was requested but not provided.